Manufacturer narrative:
The user reported that while using the medivators hf-1200, a patient lost approximately 200cc of blood. It was reported that there was no harm to the patient. The patient did not experience any symptoms as a result of the blood loss. The reported event did not cause or contribute any serious injury or deteriation of health. This event could potentially lead to serious injury if it were to recur. Medivators will continue to monitor for similar events to ensure the product continues to perform as expected.

Event description:
The user facility reported that while using the medivators hf 1200, a patient lost approximately 200cc of blood. It was reported that there was no harm to the patient. The patient did not experience any symptoms as a result of the blood loss and no additional medical intervention was sought.